Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different charging cables and wall adapters were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump while also planning to contact a healthcare provider for backup therapy.